Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to shorted q7 on the h-bridge.

Event description:
The customer contacted physio-control to report that an event code is logged in the memory of their device. The event code logged in its memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. During evaluation, physio-control verified the customer reported issue and also observed another event code logged in the device's memory which is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control evaluated the customer's device, downloaded the device log data, and verified the reported issue. Physio also confirmed that the device did not deliver defibrillation energy. The issue was isolated to the therapy pcb. After replacing the therapy pcb, the device software was updated and the device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that an event code is logged in the memory of their device. The event code logged in its memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. During evaluation, physio-control verified the customer reported issue and also observed another event code logged in the device's memory which is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient involvement associated to this event.